Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump displayed error code 1876, and the patient¿s treatment was delayed. The programmed rate was 0.8ml per hour, and the remaining volume was 97.3ml. No patient harm/adverse event was reported. Per reporter, the event occurred at the patient's home.

Manufacturer narrative:
The suspected device was not returned for evaluation. Therefore, visual inspection, functional testing, and event history log review could not be performed. A review of the available service history identified no previous related repairs within the last 12 months. The customer complaint pump displayed error code 1876 could not be confirmed. Based on the information provided and the absence of the device for evaluation, a probable cause could not be determined.